Event description:
It was reported that during a retrograde intubation of a female pt in the emergency department, the .032 spring wire guide (swg) broke off in the pt. A piece of the swg remains in the patient's subcutaneous tissues of her anterior neck. Add'l info received on (B)(6) 2011 from the physician stated, the pt was not his pt, but he was standing by for the intubation then helped when it turned out to be a difficult intubation. Anesthesia brought their glidescope and they were still unable to intubate. They were able to perform a retrograde intubation. At which time, the physician feels the swg snapped either during use or during removal. It has to be removed the other way, through the neck. A piece of the swg remains in the anterior tissues of the neck. The size of the retained swg is unk. The physician has heard the pt may end up having care withdrawn. The swg was a component of a central line kit, no a separate swg. Further info received on (B)(6) 2011 from the physician stated, there was a consult with an ent specialist who looked at the patient's x-ray. The ent read the x-ray and felt there was not a piece of swg retained. The physician also reported that the pt was a jehovah witness and underwent major surgery and refused a blood transfusion and expired. The physician also stated he knew it was off label use.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.